Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device cannot be evaluated. Despite multiple attempts for the product the device was not returned. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a 27mm 7300tfx pericardial mitral valve was explanted after an implant duration of four (4) years, one (1) month due to severe mitral valve regurgitation. Per the operative report: the patient underwent a CABG x1 and reconstruction of the ra with hemashield patch due to heavy scarring. The 27mm 7300tfx was visualized and one leaflet was scarred down by attachment of old posterior leaflet edges and chords with heavy calcification associated with the scarring. Attempts to free the leaflet were not successful and the valve was explanted and replaced with another 27mm 7300tfx valve. The new valve was noted to have good coaptation of the leaflets and no pvl. After weaning from cpb, the patient was coagulopathic, anemic, and required blood products. Once hemostasis was achieved the anterior pericardial sac was reconstructed with a cormatrix sheet to prevent the heart from herniating into the chest. The sternum was closed, and the patient was transferred to the sicu in critical condition.